Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-16659), was submitted on 18-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 19-jan-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012428, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012428". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Test results: no sample was provided, as in metioned in the report. "Ship: nothing / return: nothing". Visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to work instruction (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6012428 was packaging according to the[?]wi 4902100 version 82, in the multivac m12, on 19/jan/2024, with a total of (B)(4) units. Assembly of quickset the lot 5c03018 was assembled according to work instruction (wi) version 29 in the assembly of quickset on 15 jan 2024, with a total of (B)(4) units. The lot 5c03019 was assembled according to work instruction (wi) version 29 in the assembly of quickset on 26 mar 2024, with a total of (B)(4) units gluing tube the lot 5c03030 was assembled according to work instruction (wi) version 42 in the gluing tube of quickset on 23 mar 2025, with a total of (B)(4) units. The lot 5c03031 was assembled according to work instruction (wi) version 42 in the gluing tube of quickset on 24 mar 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced a hypoglycemic event on (B)(6) 2025. The patient first went to emergency room and was subsequently hospitalized. The patient was initially treated with glucose tablets. During hospitalization the patient was treated with insulin delivery through pump. No further information available.